Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse called to report a hospitalization due to high blood glucose. Caller stated that the customer was incoherent and vomiting. The paramedics were called to transport customer to hospital. The blood glucose reading at the time of the event was 788 mg/dl. Customer was diagnosed diabetic ketoacidosis. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.